Event description:
The patient was revised because of a reaction to the hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for two of the reported part and lot number combinations. The other reported products did not provide part and lot numbers. Provided information states the patient had a reaction to the hardware. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.